Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached after less than 14 day of wear and the customer was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as "tremble a little" and was treated with sugar by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) was returned and investigated. Visual inspection has been performed on the returned sensor patch and no physical damage was observed. No issues were observed with the adhesive. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. The date of event is unknown. The date entered in section b3 is the date abbott became aware of the event due to the customer¿s report of "(B)(6) 2023". All pertinent information available to abbott diabetes care has been submitted.